Event description:
It was noticed during implantation of a femoral component that the femoral component was dented. The femoral component was removed and another component was then re-implanted.

Event description:
Update: per medwatch report: received a call from or that after the femoral component to a left knee replacement had been cemented in the surgeon noticed scratches on the implant. It was removed and with difficulty a new implant was inserted. Unsure if scratches present prior to insertion but noticed it after cemented in. In surgeons operative note he dictated that "there was noted to be a series of pitting defects on the polished surface of the medical femoral condyle. It appeared that this represented a manufacturing defect of the polished surface." Concern for the long term survivorship of the knee and consulting with colleagues it was decided to remove and replace the device. The femoral component was removed however, there was some bone loss to the femur during removal. Patient discharged home on (B)(6) 2013 and do not show at this time where patient has returned to the hospital.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The surface indentations observed on the femoral component were likely caused during and after surgery by contact with surgical instrumentation during surgery. Discoloration present at these markings can be attributed to contact with a steel type surgical instrument and subsequent oxidation. The other discolorations observed are likely staining from the cleaning/sterilization process done post-surgery. No material or manufacturing defects were observed on the surfaces examined. A large amount of bone is still attached throughout the entire internal surface of the femoral component. As reported, this occurred during the explantation of the device. The event was confirmed. The investigation concluded that the observed dents and discoloration on the articulating surface of the femoral component were caused during and after the surgery by contact with surgical instrumentation. There is no indication that the device would have left the stryker facility in this condition. The IFU states that bearing areas must always be clean and free of debris prior to assembly. The reported and observed bone residue on the entire internal surface of the femoral component would indicate that the removal of the component from the bone was problematic. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.